Manufacturer narrative:
A philips customer support representative (csr) spoke with the customer and requested information for this reported issue. The customer was unable to provide the requested information. The customer later cancelled the work order stating that the issue was resolved. Good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. It could not be confirmed that the philips device had a malfunction: the cause is unknown.

Event description:
The customer reported that an emergency department (ed) device was failing to power on. The customer also indicated patient harm. Information about patient harm and patient information requested, however not available at time of report.